Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 310 mg/dl while wearing the pod between 4 and 24 hours. Symptoms experienced include stomach pain, nausea and vomiting. The patient had gone to the clinic at their college where the paramedics were called. Once at the hospital the patients pod was removed. The patient had blood work as well as a computed tomography scan (CT) performed. The patient was treated with intravenous fluids, insulin, toradol and anti nausea medication. The patient was discharged from the hospital after 2.5 days.